Event description:
During preventative maintenance of the device, the field service representative reported that the cap assembly was missing. Since the event occurred during preventative maintenance, there was no pt involvement during this event.